Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient reported they don't use the stimulator. Patient mentioned they were on abilify for their depression for several years and that was actually causing their back pain. They had their current implant put in and that implant worked provided stimulation but didn't take the back pain away. Patient did some deep research and found out that abilify causes back pain in about 10-15% of patients and they stopped taking it and their back pain went away. Patient said that it wasn't any fault of mind and that dr. Bailey said that all the wires were connected and everything was together but they thought that maybe the generator went bad and they never called to get reimbursed for that. Patient wanted to know if they could have tms therapy with their spinal cord stimulator. Agent reviewed ifp with patient regarding tms therapy. The patient was redirected to their healthcare provider to further address the issue.